Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently would not would not analyze on power up and intermittently would not allow user to switch to manual mode. Complainant indicated that there was no patient involvement in the reported malfunction.